Event description:
It was reported that a revision surgery was performed approximately 7 months post op due to pseudoarthrosis. During removal it was found that the plate's locking ring was broken into two pieces and the plate's retaining ring was chipped.